Event description:
It was reported that an unspecified number of connecta plus3 10cm white experienced a stopcock/cap loose connection/separated/detached during use. The following information was provided by the initial reporter: cap has fallen off while giving IV fluid to patient. It has fallen off while patient is in the bed and blood stained fluid was found in patient¿s bed. Connecta side caps fall off too often already when opening the package or side cap falls off when running IV- fluids.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9031772. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of connecta plus3 10 cm white experienced a stopcock/cap loose connection/separated/detached during use. The following information was provided by the initial reporter: cap has fallen off while giving IV fluid to patient. It has fallen off while patient is in the bed and blood stained fluid was found in patient¿s bed. Connecta side caps fall off too often already when opening the package or side cap falls off when running IV- fluids.